Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system while changing the reservoir and infusion set. While filling the tube with insulin, the insulin came out of the tube at high speed. The insulin pump was stuck in the program reservoir and set change. The customer was unable to reset or go to a different menu. Customer's blood glucose level was 30 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.